Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated an atrial lead position check failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately six months post implant of a right atrial (ra) lead that it exhibited an atrial lead position check failure. The ra lead remains in use. No patient complications have been reported as a result of this event.